Event description:
It was reported by the doctor that the guidewire came out of the side port and punctured the pt's urethra. Add'l info has been requested. Per add'l info received on 9/25/09, the physician punctured the ureter while trying to retrieve a stone during a ureteroscopy. A stent was placed in the ureter to treat the puncture.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. No sample was returned for evaluation. The IFU states that the ureteral catheter should be inserted into the ureter using standard endourologic technique under direct, fluoroscopic or radiographic visualization.